Event description:
It was reported that there was loss of insufflation.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that there was loss of insufflation.

Manufacturer narrative:
Alleged failure: to my knowledge, there was not enough loss of distension to notice a difference. The team noticed it pretty quickly and got a new suction irrigator. There were no delays and it was successfully completed after obtaining two more irrigators (all in the same case). The failure(s) identified in the investigation is consistent with the complaint record. The probable root cause could be fluid ingress causing steam. The product was returned for investigation and the failure mode will be monitored for future reoccurrence. Added initial reporter postal code.